Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, arm 1 on the patient side cart (psc) was out of control. The arm issue was not resolved by power cycling the system. The site used three arms to continue with the procedure. There was no patient harm. Intuitive surgical, inc. (Isi) performed follow-up and confirmed that the ports were placed prior to the issue being identified. System functionality was checked upon powering on the system. The system initially powered on without errors. Isi technical support was contacted for troubleshooting, but troubleshooting was not completed. Arm 1 was disabled. The procedure was completed with no patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse advised the customer to move the sterile adapter and power cycle the system to resolve the reported problem. The system was working properly and no additional action was required as the issue was resolved.